Event description:
New information received indicated that patient presented to the clinic, and the recommended programming changes were made to the device. The patient was fine before, during and after the visit.

Event description:
It was reported that asymptomatic patient presented in clinic for follow up. The device exhibited post-paced t-wave oversensing on the ventricular channel causing non-sustained rv oversensing episode. Programming changes were recommended and will implement the recommended changes at the next appointment. The patient was stable before during and after the interrogation.